Event description:
The directions for use were missing in the package and nurse was unfamiliar with needing to connect the two pieces in order for the mask to function properly and assembled the venti mask incorrectly. The product was being used on a patient in the ICU at the time of the reported incident. The rapid response team was required to stabilize the patient as the patient was desaturating. The issue was resolved and patient outcome was fine.

Manufacturer narrative:
(B)(4). Results of evaluation: the sample received was evaluated. The complaint was confirmed. At the time this lot number was manufactured, carefusion was including one dfu per case of product, and not one per individual unit. Following this complaint, the process was revised and individual ifus were added to each product package. Complaint identified for submission as an MDR following a retrospective review of mexicali self-manufactured complaints under CAPA (B)(4).